Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the device is not available for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. However, the root cause of the clinical observation was not determinable based on the available information. It cannot be excluded that a temporary battery voltage drop resulted in the displayed eri, as mentioned in the complaint description. The data documented that the current consumption of the device was normal and as expected and the sensing and detecting functionality was not compromised. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the information available for analysis, the definite root cause of the clinical observation was not determinable. For a root cause investigation an analysis of the device itself would be required. Should the device become available for analysis, this investigation will be updated.

Event description:
8/15/19 device interrogated in office and the device had triggered eri. After viewing hmsc it appears eri was triggered on (B)(6) 2019. On (B)(6) 2019 it was reported that the device presented with eri several weeks ago in clinic. Results from the device download showed that the battery had reached early eri. Device was explanted (B)(6) 2019. Patient's family kept the device.